Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited out of range right ventricular (rv) lead impedances that were greater than 2000 ohms. The patient was brought into the clinic and impedances, pacing thresholds, and sensing measurements were all noted to be in range. At this time, the patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.